Event description:
The customer contact reported a disconnection; subsequently, a leak of a chemotherapeutic agent was noted. The customer contact stated the nurse connected an unspecified plum tubing set to the removable clave on the y-site extension set to deliver an unspecified chemotherapeutic agent. A "short amount of time" after the delivery was initiated, the removable clave disconnected from the y-site. The nurse reported a "small spill" of the chemotherapeutic agent. The spill was cleaned up according to the facility's protocol. The y-site extension set was replaced. The therapy was resumed with the existing container of the chemotherapeutic agent and the existing plum tubing set. There were no reported adverse pt effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Product labeling for this device states: "remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel.